Manufacturer narrative:
Examination was not possible, as the device has not been returned. Without the return of the device in question, a root cause for this incident cannot be determined. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. Additional evaluation code for manufacturing review. Device was not returned to the manufacturer. Incorrectly marked as evaluation not conducted. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the t1 implant of the straight fast-fix 360 was implanted successfully but t2 failed to deploy. The suture was cut and the t1 implant was left in-situ. No surgical delay or patient injury were reported.